Manufacturer narrative:
(B)(4).

Event description:
It was reported that a symptomatic patient was brought into the clinic due to device had stopped transmitting via merlin.net. An interrogation performed using the inductive wand, but the rf telemetry could not be performed. A firmware download successfully restored rf functionality to the device.